Manufacturer narrative:
It was reported to permobil france that the chest bar of the wheelchair detached during a trial with a user standing. Information received by ansm informed permobil that the user was injured during this, due to tipping forward, where the user fractured both of their tibias. The dealer reported that the chest bar detached because one of the two brackets that hold the chest support became detached from the armrest. The bracket reportedly detached because both bolts that hold it to the armrests unthread and fell out. The wheelchair from this incident has been in used as demo chair for over two years. The dealer stated that they adjusted the wheelchair before the trial, and the adjustments included the bracket that holds the chest bar the dealer also stated that the screws that fasten the detached bracket to the armrest were of two different length but that they would fasten. With the information provided, permobil's determination is improper/lack of maintenance as being the cause for the reported incident. Review of the DHR indicated the device met specification prior to distribution.

Event description:
Permobil ab received a report claiming while the end-user was using the stand feature, the chest support was reported to have become detached. This allowed the end-user to lose upright positioning and fall forward, resulting in an injury requiring medical intervention to address.